Manufacturer narrative:
The tech replaced power cord and power plug to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the bed does not have a good ground reading. No injury reported.